Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the pump and transmitter regained connection. The customer reported an elevated blood glucose (bg) level of 350 mg/dl. Customer administered a correction injection to address the elevated bg. No additional patient information was available.